Event description:
A report was received on 10 jan 2025 from a health care professional regarding a 48-year-old male patient with a medical history including end stage renal disease, who stated the patient experienced a swollen throat, generalized rash, itching, anxiety, shortness of breath, and tachycardia approximately thirty minutes into a hemodialysis treatment on (B)(6) 2024. Additional information was received on (B)(6) 2025 from a health system professional who stated the patient received 100mg intravenous hydrocortisone sodium succinate (solu-cortef), 1ml intravenous clemastine (tavegyl), 10mg methylprednisolone (betapred) and 20mg omeprazole taken orally. Following the event, the patient has discontinued treatment with the device.

Manufacturer narrative:
The event is consistent with a hypersensitivity type reaction and the device was discarded after use. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. All devices must meet quality requirements and manufacturing specifications prior to release and biocompatibility of the device has been established.